Manufacturer narrative:
This report is submitted on may 20, 2022.

Event description:
Per the clinic, the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2022, and the patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 20, 2022 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on september 30, 2022.